Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. This event occurred during drain five of five. The technical service representative (tsr) reviewed the programming with the patient. The tsr explained to the patient that the homechoice was not draining to empty before moving on to the next fill phase. The tsr advised the patient to contact their registered nurse to raise the minimum drain volume percentage which should allow the homechoice to drain more fluid out in each drain phase. The patient would keep the homechoice for now and would call back if further assistance was needed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.